Event description:
It was reported that the customer suddenly had a button error alarm appear on the display of the insulin pump. Customer's blood glucose level 220 mg/dl. No button was pressed for 3 minutes or longer. Buttons do not respond. Customer stated that the pump was not exposed to moisture. Customer was advised that the pump needs to be replaced. Customer agreed to return the pump. No further assistance needed.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window, cracked reservoir tube lip, and cracked belt clip slot.